Event description:
Elderly male with history of coronary disease, congestive heart failure, decompensated severe congestive heart failure and right-sided pleurx catheter. Catheter was not draining with the first bottle, noticed that the bellow was open, and no drainage was filling into bottle. A 2nd bottle opened, and it too had the bellow open. The 3rd bottle used worked effectively. No known harm to patient. Manufacturer response for ipc 1000cc bottle & dressing pack, (brand not provided) (per site reporter). Will obtain.